Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not powering on due to the damaged module controller boards. A field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had no power. Additionally, it was reported that the medications were not able to be issued to the patient due to the station not booting up and confirmed no patient harm. There were no adverse events or injuries reported based on this event.